Event description:
Customer reported a motor error alarm. The blood glucose reading was not known. He stated that the drive support cap appeared normal. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. He stated that he was able to rewind the insulin pump. Customer's mother later reported that the customer had been hospitalized with diabetic ketoacidosis and a blood glucose reading over 600 mg/dl. Customer had received the motor error alarm while four hours away from home and was not able to treat. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and a21 error test. All operating currents are within specification. Off no power alarm functioning properly. The insulin pump was unable to prime during the prime/a33 test and alarm motor error during basic occlusion test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. The insulin pump had a minor scratched display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.